Event description:
Philips has only responded to 1 aiat request since 1994. I have many requests to philips for aiat, 820.170 and now form 3663. I will not use the philips system in place today until philips compiles with the laws and presents to me in writing exactly what philips internet software is changing and exporting from my computer. Philips also does not allow any other software other that microsoft software to access aiat and other documentation. Philips is not and has not been in compliance with 21cfr 1020.30-33, 1040.10-11, 820.170 and now form 3663 to be delivered to the purchased (by fcc laws). To date after 26 years of my requesting from philips instructions response to 21cfr, cdrh has not addressed and resolved this problem that is a threat to patient safety in my opinion. FDA safety report ID# (B)(4).